Event description:
It was reported that the customer had an overnight low while wearing the insulin pump ten weeks ago and the paramedics were called. It was stated that the customer had a hard time remembering the details. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.